Event description:
Reporter indicated that the patient's generator was explanted as it was " not working as expected and should not have been dead because it had not been implanted that long." The generator has been received by manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.